Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis it was reported the had experienced discomfort during treatment. The patient¿s caregiver reported that on an unknown date the peritoneal dialysis registered nurse performed some tests and it was discovered the patient had peritonitis. The patient reportedly performed manual pd therapy for 4 days, while adding (unknown) medication to their dextrose solution. The patient caregiver could not confirm if the discomfort during treatment was related to the peritonitis. Additional information was requested, however to date has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information available, a more comprehensive investigation could not be performed. However, it is a well-known fact those individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continued to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis it was reported the had experienced discomfort during treatment. The patient¿s caregiver reported that on an unknown date the peritoneal dialysis registered nurse performed some tests and it was discovered the patient had peritonitis. The patient reportedly performed manual pd therapy for 4 days, while adding (unknown) medication to their dextrose solution. The patient caregiver could not confirm if the discomfort during treatment was related to the peritonitis. Additional information was requested, however to date has not been received.